Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "yellow lumps were observed inside the tubes.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "yellow lumps were observed inside the tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-08. H6: investigation summary bd japan received 4 actual samples and 3 photos were returned for investigation. The photos and samples were reviewed and the indicated failure mode for additive abnormality was observed. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Due to the size additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.